Event description:
It was reported that patient experienced a postoperative plate breakage. Patient was initially treated for femur fracture on an unknown date in (B)(6) 2024, with the periprosthetic proximal femur plating (ppfx) system. It is unknown when revision surgery will occur. This report is for an unknown ppfx plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4 - 510k: this report is for an unknown ppfx plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2024. Complainant part is not expected to be returned for manufacturer review/investigation. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however photos were received for review. Visual analysis of the x-rays revealed that unk - plates: trauma was observed broken at the shaft. Both fragment were observed in the visual evidence provided. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - plates: trauma would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be determined, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d9 additional narrative: h3, h6: part: 02.221.125s, lot: 685p926, manufacturing site: mezzovico, release to warehouse date: 15 march 2022, expiration date: 01 march 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformance's were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the va-lcp ppfx proximal femur plate 3.5/4.5 was found broken in two parts in middle of the 3rd hole. The broken fragment was returned for examination and on the fracture, a sequence of lines is visible, reaching halfway across the area. This patterns is due to high cycle fatigue caused by constant exposure that the implant may have been subjected to within the patient until it completely broke. Additionally it was observed slight scratches around the surface, it could be due to extraction process. Therefore, the reported condition can be confirmed. With the information provided, it is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique: precaution: ensure a secure path for screw insertion (avoiding the hip stem, screws or wires used for provisional fixation) to prevent damage to implants or instruments. Final tightening must always be done manually using the appropriate torque limiting handle (2.5 nm for va locking screws 3.5 mm and 6 nm for va locking screw 5.0 mm) and screwdriver shaft to ensure secure locking and prevent construct failure. The torque limiting handle should not be used for screw removal as this may damage the instrument. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.